Event description:
The complaint is reported as: guidewire uncoiled while physician was trying to place. No patient injury or consequence reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one cvc catheter and a guide wire for analysis. Signs of use in the form of biological material was observed on the catheter body. The guide wire was still within the distal extension line and appeared to be stuck. Visual analysis revealed that the guide wire was unraveled towards the proximal end. Upon dislodging from the guide wire from the catheter, large amount of dried biological material was observed. Five major kinks were also observed. Microscopic examination confirmed the damage and revealed that the proximal weld had detached from the core wire but was still attached to the coil wire. Small kinks were also observed on the catheter; however, it was determined that this was likely caused due to the long-time exposure to the kinks on the guide wire. The kinks on the guide wire measured 170mm, 272mm, 282mm, 3922mm, 409mm from the distal weld. The guide wire core wire from the distal weld to the point of separation on the core wire measured 599mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .79mm , which is within the specification limits of .788mm-.826mm per the guide wire graphic. The catheter total length from the juncture hub to the distal tip measured 217mm, which is within the specification limits of 207mm-227mm per the catheter graphic. The guide wire outer diameter measured .0955", which is within the specification limits of .094".098" per the catheter extrusion graphic. A lab inventory guide wire with a diameter of .032" was inserted through the returned catheter. Little to no resistance was observed as the guide wire was able to pass completely through with little to no resistance. Performed per IFU statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". A manual tug test confirmed that the distal weld was secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The returned sample met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: guidewire uncoiled while physician was trying to place. No patient injury or consequence reported. The patient's condition is reported as fine.